Event description:
A cracked and shattered touchscreen on a device was reported, rendering the touchscreen unresponsive and illegible. Customer's blood glucose level was 171 mg/dl. Technical support decided to replace the pump, which was still under warranty. The customer was informed of the replacement and instructed to switch to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping details and provided instructions for returning the faulty pump within 10 days using a prepaid label and return box.